Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 01/14/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/26/2016 a medtronic representative performed a second navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. On 01/27/2016 a medtronic representative, following-up at the site, reported a subsequent procedure was observed using the same navigation system and there were no issues. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged being consistently inaccurate by approximately a couple of millimeters. The alleged inaccuracy was to the right, with all instruments and immediately after an imaging system spin. Noted was that the surgeon made manual adjustments and continued navigating normally. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.